Event description:
It was reported that the pacing impedance of this right atrial (ra) lead was greater than 3,000 ohms. It was suspected that the lead was fractured. At this time, there is no evidence that a surgical intervention has occurred. The ra lead remains in service and no adverse patient effects were reported.